Event description:
The caregiver (cg) contacted baxter's technical service center to report that the patient had passed away on friday night. The cg was calling to have the cycler picked up. The technical service representative transferred the patient to homecare services. No further information was provided. The following information was provided by global pharmacovigilance (gpv): on (B)(6) 2012, the patient's sister contacted homecare services to report that the patient had passed away. The patient passed away on (B)(6) 2012. Gpv contacted the patient's registered nurse (rn) on (B)(6) 2012 regarding the reported death. The rn declined to answer any questions, and stated they are not supposed to share any information regarding this patient. No additional information was available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device passed both the electrical test and the functional test. The device was determined to meet performance specification requirements. Internal and external visual inspections performed revealed no problems. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. Review of the device history and service history revealed no issues that could have caused or contributed to the patient passing away. The problem was not confirmed. The assignable cause of the problem was undetermined. The device was sent for normal servicing.